Manufacturer narrative:
Hamilton medical ag comes to the conclusion: failure mode description: it was learned that the situation reported by the hospital was not true. In fact, the ventilator alarmed oxygen source missing after start-up with technical codes: 231007, 231008 and 231013. It was found in the testing that the oxygen module was faulty and waited for repair. The fact was not as the description reported by the hospital that "when the ventilator was used for assisting ventilation, it suddenly powered off, and the patient became short of breath with blood oxygen decreasing". The machine reported error during preoperational check before patient connection, so no injury was caused to the patient. In addition, this event was reported as a "serious injury". As defined in article 4 in the provisions for medical device adverse event monitoring and re-evaluation, "serious injury" refers to any of the following situations: 1. Life-threatening; 2. Causing permanent injury to the body function or damage to the body structure; 3. Medical actions are required to avoid the above-mentioned permanent injury or damage. As the problem was found during preoperational check, and no patient was involved, there was no injury to the patient. This event did not cause the situations "1" and "2" mentioned above, nor did it require medical actions as described by situation "3". Therefore, it does not meet the definition of "serious injury". We request that "serious injury" should be revised into "others". Failure effect: ventilator alarmed oxygen source missing after start-up. Root cause: alarm caused by the failure of the ventilator's oxygen module. The failure of the oxygen module ruled out a problem with the oxygen source and was a problem with the oxygen module itself. It could be resolved by replacement of the oxygen module. Correction: reason for not taking control actions: 1. The problem belongs to a general defect maintenance, which could be resolved by replacement of the oxygen module. 2. Our agent's engineer visits the hospital regularly to solve problems in a timely manner, so as to ensure normal use of the machine. 3. The alarm was found during preoperational check before patient connection, so no injury was caused to the patient. Similar problems can always be found in time, so, it is unlikely to cause injury, and belongs to "the event unlikely to cause death or injury". Therefore, this event does not meet the definition of adverse event, and does not need to be reported as an adverse event. In summary, no control actions are required since the risks are completely controllable.

Event description:
The following was reported to hamilton medical ag: summary: the report from hospital say: treatment requires the use of a ventilator to assist breathing. If the ventilator suddenly loses power, the patient may experience shortness of breath and decreased blood oxygen levels.

Event description:
The following was reported to hamilton medical ag: summary: the report from hospital say: treatment requires the use of a ventilator to assist breathing. If the ventilator suddenly loses power, the patient may experience shortness of breath and decreased blood oxygen levels.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.